Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be completely inserted into the connector block of the implantable neurostimulator (ins). It was stated there was mechanical resistance to insert the lead into the connector and the "insertion was too small" as it "did not fit," it was noted that there was not enough tolerance between the lead and connector port. The doctor tried many troubleshooting steps including: pushing the lead in the connector port, opening the setscrew as much as possible, rotating the lead, removing the lead, and cleaning the electrodes. It was still not possible to insert the lead into the connector. The doctor was only able to insert 3 of the 4 electrodes. As a result, the ins was never implanted and a new ins was used. The reported issue was resolved. No further information was reported.